Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board, flow sensor, active exhalation control module, 3 way solenoid and display board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board, flow sensor, active exhalation control module, 3 way solenoid and display board were replaced to address the issue. The solenoid valve, proportional valve, system board and display board were evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve, proportional valve, system board and display board were functioned as designed and operated without issue or error codes.